Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
The patient was revised for unknown reason. Update ad (B)(6) 2018. Litigation alleges implant failure,injury, metallosis, pain, swelling, bursitis, lack of mobility, emotional distress and excessive levels of metal ions.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. (B)(4)2018. The additional information has been received and there is no change to the above investigation results. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: UDI: (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. 11/9/2018 the additional information has been received and there is no change to the above investigation results. Device history lot : null. Device history batch : null. Device history review : null.

Event description:
Pfs has no new allegation, after review of medical records, patient was revised to address trunnion corrosion with particulate synovitis. X-rays have demonstrated areas of osteolysis about the shoulder of the femoral component and about the medial calcar of the proximal femur.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleged metal wear.